Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3 liter empty sterile container had a hole. The location of the hole was described as being ¿where the port was in contact with the bag¿. This was noticed as the bag was being removed from the overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed with and a hole was identified on the matte and shiny side the bag and excess solvent on the molded port. A leak test was performed with underwater pressure testing with a leak noted from a hole in the bag. The visual and functional inspection results identified the sample failed to meet product specifications. A batch review was conducted on lot number h13l03054 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.